Event description:
It was reported that the cartridge tip was noted to be frayed while inserting the intraocular lens (iol). Therefore, the incision was enlarged to avoid injury. The customer noted a damaged tip when inserting the cartridge into the unfolder, before the lens was rotated forward. The have been no negative consequences for the patient.

Manufacturer narrative:
(B)(6). Enlarged incision. Cartridge. The cartridge was not available for device return. The manufacturing records were reviewed. The review did not have any deviations to the manufacturing process tht could have caused the type of complaint. All cartridges were manufactured and released according to specifications. All pertinent information available to abbott medical optics (amo) has been submitted.